Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. She put the insulin pump through the metal detective. Customer's blood glucose was over 400 mg/dl. Customer hasn't been able to treat for high blood glucose as customer had gone out of town and didn't bring back up plan. Customer stated her blood glucose in the morning was over 600 mg/dl when she woke up and has been over 400 since 11 or 11:30 am. Customer was advised to seek medical attention since she didn't have a backup call and then call back to performed troubleshooting. Customer is not returning the device at this time.